Event description:
This unsolicited case from united states was received on 15-dec-2017 from the physician. This case concerns a female patient (age unspecified) who received treatment with synvisc one and after unknown latency the patient didn't feel it was appropriate to aspirate due to the normal risk of joint aspiration (knee effusion); also, device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with single intra-articular synvisc one injection (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: unknown). The physician did the labs and they were negative. The reporter did not felt it was appropriate to aspirate due to the normal risk of joint aspiration (latency: unknown). Corrective treatment: not reported for both. Outcome: unknown for both. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 22-dec-2017: this case concerns a patient who received treatment with synvisc one and later the patient had knee effusion. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 15-dec-2017 from the physician. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and after unknown latency the patient didn't feel it was appropriate to aspirate due to the normal risk of joint aspiration (knee effusion); also, device malfunction was identified for the reported lot number. No past drug, concomitant medication or concurrent condition was provided. There were no known allergies. Patientâe s medical history was significant for copd, osteoarthritis and sederblastic anemia. On (B)(6) 2017, the patient initiated treatment with single intra-articular synvisc one injection 1 dosage form (batch/lot number: 7rsl021; expiry date: unknown) for joint pain. The physician did the labs and they were negative. The reporter did not felt it was appropriate to aspirate due to the normal risk of joint aspiration (latency: unknown). At the time of this report, there were no signs of infection present. Corrective treatment: not reported for both. Outcome: unknown for both. A product technical complaint was initiated with global ptc number (B)(4) and its results were: an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. On (B)(6) 2017, laboratory test were done which showed no signs of infection. Seriousness criterion: important medical event for device malfunction follow up information was received on 01-feb-2018. No new information received. Follow up information was received on 13-feb-2018. Global ptc number was added. Text was amended accordingly. Additional information was received on 20-feb-2018 from healthcare professional. Age added. Suspect medication therapy dates and indication added. Medical history added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 20-feb-2018: the follow up information does not change previous case assessment .this case concerns a patient who received treatment with synvisc one and later the patient had knee effusion. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship of the events to the products cannot be excluded.